Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating device cannot discharge. Device was in clinical use but no reported patient nor user harm. Although no patient harm is reported, the event will remain assessed as a serious injury due to the serious deterioration of health that may result from a delay or failure to shock. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The log is checked by pse. Pse confirmed at the time of the events, the patient's electrocardiogram signal was from a device other than the dfm100 defibrillator, and the user used only the dfm100 external handle to deliver shocks to the patient. There are 2 discharge cases. Both 2 cases, the device was charged twice, but failed to discharge successfully because of time out and leads off. The equipment is in good working condition. The dfm100 IFU has detailed explanations for terms of "disarmed" and "shock aborted" refer to form 29, form 38 and <manual defibrillation> chapter in the dfm100 chinese IFU. Fse confirmed the log analysis result has been informed customer. Customer will request pre-sales intervention, equipment training for doctor. Hospital equipment department confirmed doctor use another defibrillator completed patient defibrillation. There is no impact to the patient. The patient has recovered. Hospital refuses to provide other detail clinical information. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.